Manufacturer narrative:
Corrected data: the serial number has been updated: (B)(6) in d4. Additional manufacturer narrative: stryker evaluated the device and the reported issue was able to be verified and able to be duplicated. It was determined that the cause of the issue was a corrosion on the battery pins. The battery pins were replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device power does not come on and looses power unexpectedly. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device power does not come on and looses power unexpectedly. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.